Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 the patient experienced an adverse event. Date of issue is an approximation. The patient stated they had to go to the emergency room due to low glucose values while they were asleep. The patient stated they woke up, had a brief convulsion which resulted in him hitting his lip on the table. The patient stated he was able to treat himself with sugar before he bottomed out. Additionally, the patient indicated that he expected the continuous glucose monitor (cgm) to give audible alerts while he was asleep even though the mobile device was set to silent. Patient indicated that he did not receive notification on the g5 mobile application to not perform the application update which cancels out the mute override function. No additional patient or event information is available. No data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.